Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01460. It was reported the patient experienced difficulty increasing her scs system's stimulation. The patient stated she was unable to turn amplitude up past perception and was not receiving effective stimulation therapy. A sjm representative met with the patient and reprogrammed the patient's scs system but the issue reoccurred. In addition, one of the leads exhibited all invalid contacts. Follow-up identified the patient's leads were replaced with a different model lead. Effective stimulation therapy was reportedly restored postoperative.